Event description:
Because of the medtronic infuse implanted in my back surgery I began to experience serious problems such as pain, mental anguish and I'm constantly worried about additional surgeries.